Manufacturer narrative:
The reported product has been returned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 64 mg/dl and 501 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 64 mg/dl and 501 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle lite meter and freestyle strip were reviewed and the dhrs showed the freestyle lite meter and freestyle strip passed all tests prior to release to distribution. The returned meter was investigated with retained batteries and returned test strips. Visual inspection was performed on returned meter, vial and strips . No issues observed. Vial was returned with strips. Meter powered on with button depression and strip insertion. Control solution testing was performed and the control solution test was satisfactory. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. The complaint was not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The returned meter was investigated with retained test strips and a known-good retained battery. Visual inspection was performed on returned meter. No new issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. Control solution testing has been performed and all results were within range specification. Therefore, issue is not confirmed. Further extended investigation has been performed and no issues were observed. Incorrect date/time issue was observed and determined that there was no indication that the product did not meet specification. The useful life of freestyle lite meter is 5 years. As the manufacturing date of this product is 2015, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly documented in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their abbott diabetes care device. Customer reported receiving readings of 64 mg/dl and 501 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the c zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.